Event description:
Original date of surgery in 2000. Allegedly patient has had a soft tissue reaction to right great toe since the implant was put in. Dr believes the patient has had a reaction to the silicone in the implant.